Manufacturer narrative:
A ge service representative performed an onsite investigation. The video card was replaced and calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that no image was produced although, the x-ray indicator light was lit. No patient injury was reported.